Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the core universal driver began to oscillate with only the forward trigger engaged. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the device was found to have widespread corrosion. The device was repaired and returned to the user facility.